Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported problem could not be confirmed. The device tested within all specifications, and no problems were noted. If additional information is received a supplemental report will be submitted. (B)(4).

Event description:
Report received form USA that device does not function. It is unk if the device was used in surgery or not. There was no injury reported. It is unk if medical intervention occurred. There is no additional information available.